Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the during preparation, the bypass tube was detached from the carrier tube tip after the angio-seal poly-foil pouch was opened. The device had been stored on a level place, and there was no obstacle to open the pouch. The pouch was fully opened all the way from the arrow side to the end. The device was not used and another angio-seal device was used to successfully achieve hemostasis. The procedure before deploying the device was pci (percutaneous coronary intervention). A pre-deployment angiogram was performed. The puncture site was proximal to the inguinal ligament of the right common femoral artery, and the vessel diameter was 5 mm. The size of the sheath ancillary used was 7 fr. There were no other devices or equipment used with the device. There was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.